Event description:
Staple line misfire during a laparoscopic bariatric surgical case. There were 4 reloads on back table used. Only 1 misfired attached are lot #s from all 4 reloads, unable to discern which lot # was the misfire.